Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the occlusion, under-drainage.

Manufacturer narrative:
The valve was returned in a returnkit and was in an unknown fluid. A visual inspection was performed on the valve. No abnormalities were observed. A permeability test was performed to check for a clogged valve. This test is at a hydrostatic pressure difference of about 25-30 cmh2o in the flow direction was performed. The test showed that the valve is permeable. The valve was tested on the miethke test bench. It was the standard test for both the standing and the lying position. The liquid flow of 60 ml/h gradually to 5 ml/h reduced and increased again to 60 ml/h (based on iso (B)(4)). The resulting pressure was measured. No defects were identified with the product. No further actions were required.